Event description:
During a pci/stenting procedure, the stent dislodged. The lesion being treated was a 90% stenotic lesion in the mid rca. The physician deployed an express2 32mm x 4.0mm in the mid rca. A dissection was noted at the proximal side of the stent. The physician was going to use the express2 8mm x 4.0mm stent to repair the dissection. However, it became caught on proximal edge of express2 32mm x 4.0mm stent. While attempting withdrawal, the 8mm x 4.0mm stent dislodged in the proximal rca and was retrieved with a snare. Another manufacturer's stent was used to completed the procedure. Pt status is listed as "good."